Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 4 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The patient did not have testing supplies for troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips were tested and the alleged complaint could not be confirmed. However, a secondary issue was observed where "er5" was observed with control solution testing. The meter has been returned to lifescan. However, the evaluation of the product has not been completed at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.